Event description:
It was reported that on (B)(6) 2024, during the surgery, at the time the drilling was performed to place the last screw, the 2.5 drill bit bent, it was removed and immediately changed for another 2.5 drill bit which time of drilling is broke at the tip. The fragments were removed, and the specialist used a drill bit of 2.7. The procedure was successfully complete without causing any issue to the specialist. There was no effect to the patient or changes in surgical times. It should be noted that the drill bits were passed with their respective universal guide 3.5/2.5 but as evidenced, they failed. This report involves one (1) 2.5mm drill bit/qc/gold/180mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code:310.230. Lot no:4654p65. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21-mar-2023. Manufacturing site: jabil bettlach. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that '310.230, drill bit ø2.5 l180/155 2flute f/quick c has broken at the tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø2.5 l180/155 2flute f/quick c would contribute to the complained device issue. Based on the investigation findings, the drill bit has broken because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.